Event description:
It was reported that undersensing of a small r-wave was observed on one episode in a stored egm which delayed therapy due to false return to sinus. The small r-wave was preceded by a high-amplitude r-wave. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.